Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics and motor. Unable to verify the motor error alarm due to the blank display. The insulin pump had a cracked reservoir tube.

Event description:
The customer called to report a motor error alarm, moisture in the screen and a crack on the insulin pump casing. The reported blood glucose reading was 300 mg/dl. The customer stated that the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.